Event description:
The customer reported that while the spectrum was in use monitoring a patient along with a central station and a view only workstation, no vtach or high heart rate alarm were called when the patient went into vtach. The pt was switched to another room and monitoring was continued. No patient injury was reported.

Manufacturer narrative:
A datascope clinical education specialist reviewed system documentation of the event. Based upon the documentation provided, the pt was not experiencing vtach at the time in question. Regarding the high heart rate alarm, no high heart rate alarm was stored in the event list at the time in question. Based upon the system documentation provided for the time period immediately preceding the event, it does not appear likely that a high heart rate alarm was indicated at the time in question; however, since the documentation datascope received does not contain the actual heart rate at the time of the event; no conclusive determination can be made as to whether or not a high heart rate alarm was indicated for this patient. When datascope service evaluated the monitor, they determined that the arrhythmia option was not installed. It is believed the service rep did not reinstall the arrhythmia option when the main board was replaced during a previous service repair in 2007. The spectrum monitor indicates that arrhythmia analysis is enabled by displaying an "a" contained in a box in the patient's heart rate tile, but the clinicians had not observed that this indicator was not displayed. As noted in the spectrum service manual, a status message is provided to advise the service rep (or customer's biomed, in some cases) that monitor default settings have not been successfully transferred from the transfer card to the monitor. This error message was apparently not addressed by the service rep at the time of the previous repair, resulting in the monitor being placed into use without the arrhythmia option installed. Datascope has taken the following steps to address the fact that the service rep did not confirm that the transfer option had successfully completed at the time of the previous repair, and the fact that this condition was not observed by hospital staff following the event: datascope service reviewed all of the monitors at the facility to assure that they were properly configured. The issue of the human error on the part of the service rep involved was reviewed with the appropriate service manager, and the service rep in question was retrained. A datascope clinical education specialist visited the site and discussed the following information with the clinicians: details of the event, review of the arrhythmia analysis function (including the indicator that is displayed when arrhythmia is enabled), the system reports that are required for datascope to perform a complete assessment of an event, how the system calculates heart rate, and alarm default settings, as well as other topics. Related instructional training was also provided to datascope clinical rep during a clinical team meeting held in february 2008. Datascope has not received any related incident reports or complaints. Therefore, we believe that no additional corrective action is required at this time.